Event description:
The customer reported that during a routine check of the unit, the unit generated an "error code #1" alarm. The pt was switched to anotehr unit and therapy was continued. No pt injury was reported.